Manufacturer narrative:
No pre-existing anomaly was detected by checking the manufacturing charts of the lot number 1504875 and sterilization number (B)(4). We will submit a final report as soon as the investigation is complete.

Event description:
Shoulder revision surgery performed on (B)(6)2024, due to loosening and bone loss. Patient had a lot of bone loss proximally and the lima humeral stem spun/rotated. The following components were removed: - smr cementl. Rev. Stem ø13 mm (part number 1308.15.134, lot number 1504875, sterilization (B)(4)). - reverse #short hum. Body 140° (part number 1352.15.015, lot number 2200505, sterilization (B)(4)). - smr reverse liner + 3 mm (part number 1360.50.815, lot number 23at07l, sterilization (B)(4)). The surgeon removed the stem and replaced with a djo revision stem. He also took out the glenosphere (glenoid implant is unknown) and changed to a more lateralized implant. Previous surgery took place on (B)(6) 2024. The patient is a female, date of birth (B)(6)1953. The event happened in the united states.